Event description:
It was reported that the covering on the retrieval cone detached. Reportedly, the physician advanced the introducer sheath and the cone, but had difficulty capturing the apex of the filter. After several unsuccessful attempts, the cone was removed and the guidewire was repositioned. The cone was again advanced. During this retrieval attempt, the physician felt something "give" on the device. The cone was again removed and it was noted that the covering was missing. Just prior to the introduction of a second cone, the missing covering was found, intact, on the guidewire outside the introducer sheath. The second cone was advanced and the filter was successfully removed. Post venacavagram images showed potential vessel trauma, but no stenosis, perforation or bleeding.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The removal system has been returned, the investigation is currently underway.